Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Upon sensor removal, patient could not locate the sensor wire.